Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a case of a patient having no near vision and is angry following an intraocular lens (iol) implant procedure. The patient had a yag capsulotomy performed due to mild posterior capsular haze.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use.the product investigation could not identify a root cause. (B)(4).